Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was further described as poor sterile technique. It was reported that on the same day as onset, the patient presented to the emergency room and was prescribed an unspecified antibiotic. One day after onset, the patient was treated with fortum (1vial once a day, duration not reported) intraperitoneally (ip) and (ip) cefazoline (1vial once a day, duration not reported) for the event. At the time of this report, the patient had not recovered and it was not reported if they had been retrained on aseptic technique. Capd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.